Event description:
Patient undergoing egd [esophagogastroduodenoscopy] with stent placement for drainage of a pseudocyst experienced unexpected bleeding and was emergently transferred to ir [interventional radiology]. The procedure began as planned, with no initial concerns aside from the tight angle between the endoscope and the patient¿s anatomy due to a large pseudocyst. Upon stent deployment, the patient developed a large-volume bleed. The md promptly deployed three hemoclips to achieve hemostasis. The team drew emergency labs for type and screen and secured un-crossmatched prbcs [packed red blood cells], ffp [fresh frozen plasma], and platelets. The team coordinated with [redacted] ir to prepare the or for an emergent case to ensure the bleeding was stopped. The patient was rapidly transferred to ir for bleeding control.